Event description:
It was reported that a flogard infusion pump lost the configuration. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of lost the configuration was confirmed as an f-38 alarm in the alarm history review. The root cause of the alarm was determined to be force sensing resistors (fsrs) being out of specification. To resolve the issue the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent. (B)(4).